Event description:
It was reported that the device displayed a ¿device failure¿ alarm and stopped the ventilation. The device was replaced. There were no health consequences for the patient reported.

Manufacturer narrative:
The log file of the affected device was analysed regarding the reported event. Based on the log file analysis the reported event could be confirmed. The log file revealed that the device detected a deviation in an internal memory checksum and performed several restarts on the reported date of event. The device continued the ventilation with the same settings immediately after each restart without additional user action. As root cause for the detected deviation was a software issue identified. Performing a restart is an established approach to reach a well-defined and stable operation state of the ventilator after unexpected deviation by restarting internal software processes even without or before operator intervention. During the restart sequence which lasting approximately 12 seconds the device opens the pneumatic system to ambient to enable spontaneous breathing of the patient. The user will be alerted by means of a corresponding high-priority alarm. After completion of the restart the ventilation will be continued with the last valid settings. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.